Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Related medwatch 2015691-2016-00615.

Event description:
It was reported that the catheter was defective. The physician indicated that the balloon inflated eccentric and would not deflate with the syringe attached and not attached. This was noticed during testing and did not enter the patient.